Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl at the time of incident. The customer¿s other blood glucose value was 78 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose and little bit ice cream for low blood glucose. The customer also stated that they did not allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.